Event description:
The customer used the device to check their blood glucose and obtained a result of 447 mg/dl. Based upon the result they administered an extra 10 units of insulin. They didn't feel well later and took four more tests and obtained the following readings - 181, 140, 305 and 201 mg/dl. Spouse called the ambulance and when the emts arrived they checked their glucose on their meter an the level was 31 mg/dl. Customer recalled getting a glucose IV, they said they ran controls on the system a few weeks ago and all controls fell within range. The device was replaced and requested to be returned for evaluation.